Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) check heater line alarm during fill 1 and the home patient (hp) changed out just the heater bag. The tsr explained to the hp that the setup was compromised and the hp understood. The tsr assisted with ending the therapy. The tsr advised the hp to start over with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the check heater line alarm and the solution bag the hp changed out. Ps advised the hp that he should not change out individual supplies and if there is an alarm that cannot be worked through, that all the supplies need to be changed out as there is risk for contamination. The hp understood. Ps asked if the hp followed up with the peritoneal dialysis nurse (pdrn) regarding the alarm and he said he had not yet, but would. The hp resumed therapy starting over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for of use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures. During troubleshooting of an alarm situation check heater line, patient changed out the heater bag only, during therapy. Labeling review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr, (B)(4).